Event description:
As per case report from the (B)(6): the authors describe a case report of intraprosthetic disassociation of an mdm device almost 2 years after implantation following subluxation. Radiographs, taken one week after initial presentation, showed intraprosthetic disassociation. A revision tha was performed one week later. Focal wear of the explanted polyethylene retentive ring was reported. Fibrotic tissue was noted intraoperatively within the acetabular cavity.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding disassociation involving an unknown tritanium shell, mdm liner and a competitor head and an event regarding wear involving an unknown liner was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. However, no evidence for device-related malfunctions and as such the failure mode of this case is an adverse mix of various patient-related factors regarding multiple fracture history in the hip joint area distorting the local anatomy and thereby impairing optimal functionality of the mdm device which resulted in an intraprosthetic dislocation requiring open revision surgery. Device history review could not be performed as the lot ID is unknown. Complaint history review could not be performed as the lot ID is unknown. Conclusions: the medical review stated that the failure mode of this case is an adverse mix of various patient-related factors regarding multiple fracture history in the hip joint area distorting the local anatomy and thereby impairing optimal functionality of the mdm device which resulted in an intraprosthetic dislocation requiring open revision surgery.

Event description:
As per case report from the (B)(6) clinic: the authors describe a case report of intraprosthetic disassociation of an mdm device almost 2 years after implantation following subluxation. Radiographs, taken one week after initial presentation, showed intraprosthetic disassociation. A revision tha was performed one week later. Focal wear of the explanted polyethylene retentive ring was reported. Fibrotic tissue was noted intraoperatively within the acetabular cavity.